Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The day after event onset, the patient was treated with injection of vancomycin (1 gm stat, route not reported) and injection of cefepime (1 gm, route, frequency and duration not reported). At the time of this report the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.